Manufacturer narrative:
This report filed february 4th, 2016.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to medical reasons. No additional information was made available as of the date of this report, november 30, 2015.